Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was provided. It was initially reported on 12/20/2021, that signal loss over one hour occurred. Additional information was provided on 01/12/2022 by the patient's parent. The patient's parent stated that the patient experienced on going signal loss issues. The patient received a signal loss message on her g6 app and her tandem insulin pump stopped delivering insulin which resulted in an increase in blood glucose. The patient experienced nausea, vomiting, and shortness of breath. Her parents checked her ketones which were elevated, a blood glucose (bg) was performed; however, the bg value was not provided. The parents administered an insulin injection and took the patient to the emergency department (ed). The patient was treated in the ed with IV fluids, insulin via her pump, and released home later that day. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.